Event description:
It was reported that during the convective radiofrequency water vapor thermal therapy a patient was on the table, and the generator was not working. When the unit was turned on, there was an error without an error code. There was nothing that could be done and the procedure was aborted. There was no clinical consequences to the patient.